Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was lefort I and ssro performed on (B)(6) 2024. When the surgeon attempted to bend the plate in question for maxillary fixation, the plate in question was broken off by slight force. A replacement was used for surgery. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) ti matrixmidface oblique l-pl 3x4 holes-right/0.7mm thick this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code: 04.503.356s, lot number: 7l67901, release to warehouse date: 14.dec.2020, expiration date: 01.dec.2030, supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile product code: 04.503.356, non-sterile lot number: 58p3607, release to warehouse date: 03.jun.2020, expiration date: na, supplier: (B)(4), manufacturing site: werk selzach. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matmidf l-pl 3+4ho r t0.7 ti was broken in two parts. Both fragments were received for evaluation. No other issues were identified. Per the surgical technique guide, ¿if required, cut and contour the plate to fit to the patient anatomy using the cutting scissor and the bending pliers respectively. Ensure that the plate is passively adapted to the bone. Precautions: if contouring is necessary, the surgeon should avoid bending the device at a screw hole. Avoid sharp bends, repetitive and reverse bending as it increases the risk of implant breakage.¿ a dimensional inspection for the matmidf l-pl 3+4ho r t0.7 ti was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matmidf l-pl 3+4ho r t0.7 ti would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.